Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while pump was in warranty, and technical support arranged replacement pump.